Manufacturer narrative:
Siemens global product support (gps) specialist evaluated the customer data. Gps contacted the customer site and requested the sample to be sent for in-house testing and investigation. The customer has informed gps that no more sample was available for testing from the patient. The cause of the false negative toxoplasma igg result on the one patient sample is unknown.

Event description:
The customer has obtained a false negative result on a pregnant female patient sample for the toxoplasma igg assay on an immulite 2000 xpi instrument, when using reagent lots 387, 388, and 392. When the customer does not have a historical value on the patient they first run the sample on the advia centaur instrument and then confirm the sample on the immulite 2000 xpi instrument. The result on the advia centaur instrument was positive and the result on the immulite 2000 xpi was negative. The initial testing on the sample was done in (B)(6), 2013. The patient came back to be tested again in (B)(6) of 2013. The sample was tested on the immulite 2000 xpi and the results were negative. The result from the immulite 2000 xpi and the advia centaur instruments were released to the physician(s) and questioned by the physician(s). The patient was then redrawn and was tested on four other alternate platforms. The result on the patient sample was positive on the first platform, equivocal on the second, negative on the third and positive on the fourth. It is unknown if the results from the alternate platforms were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative result on the one patient sample for the toxoplasma igg assay.